Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The gore® viabahn® vbx balloon expandable endoprosthesis instruction for use (IFU), section hazards and adverse events states, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of the left distal side dilation of a non-gore stent graft using a 7 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the left internal iliac artery. Reportedly, the vbx device was implanted distally to another internal iliac branch component device. Blood flow of the left superior gluteal artery was observed clearly by an angiography during the implantation procedure. About a week later, a computed tomography (CT) revealed left internal iliac artery occlusion. No additional treatment was performed. The physician stated that the cause of the occlusion is unknown.